Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using naked eye with no issues noted. Functional testing, which included leak testing, clear passage test, clamp function testing and integrity of seal surface testing, was completed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of the transfer set was deformed and it could not connect successfully to the titanium adapter. The titanium adapter was not damaged and was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.